Event description:
New information indicated that the lead continued to exhibit noise during a routine follow-up. The patient was in good condition. The lead remained implanted.

Event description:
It was reported that the atrial lead exhibited noise.